Manufacturer narrative:
Lead: model 3987, serial# (B)(4), implanted: 1996 (B)(6), explanted: unknown. Programmer: model 7435, serial# (B)(4). Extension: model 7496-66, serial# (B)(4), implanted: 1996 (B)(6), explanted: unknown. Accessory: model 3550-09, serial#(B)(4).

Event description:
It was reported that the patient experienced some shocking. All impedance measurements were normal, with the exception of electrode #0. The patient had been programmed to electrodes #0 and #3. Additional information has been requested, but was not available as of the date of this report.